Manufacturer narrative:
It was reported that a split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split was noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure, after introducing the device into the patient, it was noted on angiogram that there was a lateral separation of the non-abbott guidewire and the dilator of the delivery sheath after the device made contact with the guidewire. The delivery sheath was removed from the patient. A small slit was noted on the tip of the dilator. A new 14f amulet delivery sheath was used for the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.